Event description:
It was reported that the cot was involved in an accident and did not remain fastened in place. There was patient involvement and reported adverse consequences, however no information was given on adverse consequences.